Event description:
It was reported that this patient with a pacemaker had pacing inhibition for at least ten seconds. The field representative interrogated the device and it was found to be in safety mode. Technical services (ts) recommended to have the device replaced as soon as possible. Subsequently, the pacemaker was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a pacemaker had pacing inhibition for at least ten seconds. The field representative interrogated the device and it was found to be in safety mode. Technical services (ts) recommended to have the device replaced as soon as possible. Subsequently, the pacemaker was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was interrogated with a programmer and confirmed to be operating in safety mode. Review of stored data found evidence that the device had lost power at some point, and power was then restored. This could indicate a problem with the battery. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery. However, a definitive cause of this high impedance behavior has not been determined.